Event description:
It was initially reported that a patient was referred for generator replacement due to unspecified reasons. Additional information was received that the patient felt that their device was not working well, however it was not indicated if this report was related to the physician's replacement referral. It was stated that the device was not dead, and no other diagnostic results were provided. Review of the manufacturer's battery life calculation and programming history database revealed no anomalies with the patient's current generator. Results from the battery life calculation suggest that the generator battery has not yet depleted. Further information was received confirming that the patient was referred for generator replacement due to the desire to upgrade the generator battery and technology. No adverse events were report at this time. Follow up with the physician's office later revealed that allegation of the device not working well is associated with the battery going low, and not to a device malfunction. The patient's nurse informed that the clinic notes indicate that the patient complains of more frequent seizures in (B)(6) 2018, however past this date there is no note regarding the patient thinking their device is not working well. The device has been replaced and the explanting facility is a no-return site and does not return products after explant and thus the device has not been received. No additional relevant information has been received to date.